Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) nd right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in the device emitting beeping tones. No adverse patient effects were reported. This product remains implanted and in service. The physician will continue monitoring.